Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Sterile date - unknown. Manufacturing date - unknown. Product ID is being updated to unknown part and lot numbers, as the originally reported product ID was incorrect. The investigation is still in process. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d4; d10; g3; g6; h1; h2 d10: left mandible ¿ ref:(B)(4), lot: 576350 right fossa ¿ ref:(B)(4), lot: 576410 left fossa ¿ ref:(B)(4), lot: 576420 2mm x 5mm ¿ ref:(B)(4), lot: 341800 2mm x 7mm ¿ ref: (B)(4) lot: 351400 2mm x 9mm ¿ ref: (B)(4), lot: 646740 x 2 2mm x 9mm ¿ ref: (B)(4) lot: 646740 2.3mm x 5mm ¿ ref: (B)(4), lot: 341790 2.7mm x 6mm ¿ ref: (B)(4), lot: 597280 x 2 2.7mm x 8mm ¿ ref:(B)(4), lot: 351420 x2 2.7mm x 8mm ¿ ref: (B)(4), lot: 351420 x 2 2.7mm x 12mm ¿ ref: (B)(4), lot: 623030 x 2 2.7mm x 12mm ¿ ref: (B)(4). Lot: 444550 x 2 3.2mm x 8mm ¿ ref:(B)(4), lot: 620450 x 2 3.2mm x 10mm ¿ ref:(B)(4), lot: 153630 x 2 3.2mm x 10mm ¿ ref: (B)(4), lot: 474840 x 2 3.2mm x 10mm ¿ ref: (B)(4), lot: 929020 x 2 3.2mm x 10mm ¿ ref: cpsc9950, lot: 690020 x 2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: , 0001032347-2020-00597, 0001032347-2020-00598, 0001032347-2020-00599. Medical products: tmj system right standard mandibular component 50mm / 9 hole, part# 24-6550, lot# 851360. Tmj system right fossa component, medium, part# 24-6560-int, lot# 934560. Tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 790490. Tmj system left fossa component, small, part# 24-6563-int, lot# 934590. Unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the patient will undergo a revision and replacement of temporomandibular joint implants on the right side due to displacement. The mandible component is displaced laterally out of the fossa component. The devices will be replaced with a custom implant. It was reported that no further information is available.